Event description:
Reportedly, a one hour infusion is taking an hour and 40 mins. The pump was running slow and alarming. The type of alarm was not known. The pump was used on multiple pts. There was no pt injury.

Manufacturer narrative:
Device evaluation results: the reported incident could not be reproduced. B. Braun completed an evaluation of the pump per procedure for complaint returns. As part of the routine complaint testing requirements, the returned pump was tested for volumetric accuracy three times to deliver 25ml at a rate of 125ml/hr. All three test results fell within specifications, at 11 min 31 sec, 11 min 25 sec and 11 min 15 sec. In addition, to replicate the incidents reported by the user facility, the pump was tested for a one-hour infusion. The pump was programmed to run for one hour at 125 ml/hr. The pump delivered within specification, at 123.2 ml. The pump met all routine complaint testing requirements. There was no pt injury.